Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue; however, observed that the safety disk was expired. The stm replaced the expired safety disk then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. It was later reported that the customer found the safety disk to be loose during the initial check. There was no patient involvement and no adverse event was reported.